Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that ever since the patient got their recharger antenna replaced ((B)(4)) they noticed that the ins didn¿t hold a charge as long. The patient stated that they previously would charge the ins once every couple of weeks and now they were having to charge every couple of days. It was asked if the patient had recently been reprogrammed, switched to a new group or had the need to increase parameters, but the patient indicated that they had not. It was reviewed how programmed parameters affect the recharge interval. The patient indicated that they charge their ins to 100 percent full. They stated that they always charge their ins up between 90 to 100 percent. Recharging best practices were reviewed. The importance of the antenna placement, charging over thin material-not bulking clothing and how the number of efficiency bars affect the recharge time. It was recommended to charge the ins to 100 percent to increase the time between charges. Patient services asked the caller to try a charge session and explain how they determined that the ins was full. The patient stated they look at the flashing battery icon over the ins symbol to determine the battery level. The patient stated they can get 8 bars (on the call they had 4, but they repositioned the paddle to get all 8). The patient stated they had been using the device for a while so they knew how it worked. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device checked/try and determine what was causing them to have to charge more often. No symptoms were reported. The event began in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(4) 2018 reporting that the manufacturer representative reviewed the patient settings and made programming adjustments to resolve the charging issues. These issues were reported to be resolved and the patient had not reached out as of (B)(4) 2018-. The cause was reported to be that the electrodes were out of range. It was noted that patient weight information was not available as the patient was wheelchair bound. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.